Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that a patient had been hospitalized with hypoglycemia after having a seizure. The pod was worn for 4 to 24 hours on the leg. They had to have an ambulance take him to the hospital where he was admitted. His blood glucose (bg) level was 37 mg/dl when he got to the hospital. Treatment included an IV of glucose to raise bg above 60 mg/dl. Mother called the endocrinologist and he advised to adjust the basal settings and his insulin to carbohydrate ratio.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the pod over delivering insulin. A kink was found on the exposed portion of the soft cannula. The timing and cause is unknown. No pulse width increases were present. Although damage was present, a kinked cannula could not contribute to a pod over delivering insulin.